Event description:
The complainant had a impella cp pump support placed for a patient admitted in with coronary artery disease. The pump was placed but after 10 days the patient expired from intestinal necrosis. The direct cause of intestinal necrosis is unknown, so the relationship with impella is unclear.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of vascular damage - great vessel has been completed. The root cause of the vascular damage - peripheral issue was not determined since insufficient clinical information provided and the relation to impella is unknown. G1 reporting contact email was inadvertently reported incorrectly on manufacturer device report 1220648-2024-25063.